Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was discarded by the customer, therefore unavailable for a physical evaluation. The complaint cannot be confirmed. We cannot discern a root cause for the reported failure due to insufficient information provided. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that there were no issues during the manufacture of the product that would have contributed to this complaint condition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: 1221934-2018-52330, 1221934-2018-52332

Event description:
It was reported that the healix anchor implants broke during implantation. Another healix anchor was implanted and the case was completed successfully. There was no patient consequence. Another healix anchor was used and the procedure was completed successfully.